Event description:
Plates and screws implanted in maxilla in (B) (6) 2007. Patient came in for check up at 3 months, doctor noticed some movement. At 6 month check up, took x-rays, determined plate was broken. Removed on (B) (6) 2008.

Manufacturer narrative:
A retrospective review of file was performed on (B) (6), 2008. Noted the MDR was not filed in the 30 day time frame. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also plate 01-8016 was implanted & explanted, see 1032347-2008-00034.